Event description:
The customer reported that there was an intermittent interlock failure error message. This error causes the system to shut down. Ther is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board. The system operates as intended.